Event description:
A malfunction alarm was reported on the customer's pump. It was not clear whether the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer this question. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer understood and acknowledged.